Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information received: I think the issues are; echelon seems to squeeze tissue (mucosa) out where endo gia seems to squeeze it in. I suspect bugs may travel with this. The re-usable blade on the echelon rather than the new one with endo gia. I have been swabbing staple lines and been finding bugs (and fungi). (B)(6) has been swabbing endo gia staple lines and finding nothing. It is probably not a problem if there is no minimizer. We should meet and chat, I am hoping that rinsing in weak chlorhex rinsing between firing will fix this.¿ additional information requested but unavailable: why does the surgeon believe that the infections are caused by the ethicon stapler? Were infections noticed prior to the use of minimizer ring or only after? Is a video of procedure available?

Event description:
It was reported that the surgeon reported that himself and another surgeon have had a few infections after gastric sleeve procedures recently. All have been with minimizer rings and all have been with echelon. The patient has a postoperative infection. The gst60t and gst60g reloads are still implanted.